Manufacturer narrative:
(B)(4). Device evaluation: no device has been returned for evaluation, a retained sample was pulled and evaluated by product analysis with the following findings: the retained cartridge cycled normally and successfully filled with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were observed from anywhere on the cartridge. A cartridge force test was completed and the cartridge force readings were confirmed to be within specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings on the current cartridge; the reporter confirmed that the cartridge had not been changed since the issue began. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.